Event description:
Pt called to state that foley catheter "fell out". No complaint of trauma. Denies any tugging or pulling it. Pt voiding frequent small amounts. Pt to see md 5/19 or report to ER for replacement of catheter if unable to void. Actual lot # unknown - probably 030565. Packaging not available.